Manufacturer narrative:
(B)(4). The patient's age or date of birth was not reported; however, the event occurred in the (B)(6) intensive care unit. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non-dehp micro-volume extension set 60" leaked from its micron filter. This occurred during patient infusion of an unspecified drug. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). During follow up with the reporter, they stated that the extension set was connected to a peripherally inserted central catheter line, bifuse, and microclave. The drug being infused was a pain medication, and the patient required an additional dose of this drug due to the leak. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A clear passage test and underwater leak testing were performed without noting any issues. A functional leak test revealed a leak from the filter air vent. The reported condition was verified. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.